Event description:
Pt with (l) m1 thrombus occlusion. During the clot retrieval procedure, vasospasm in the extra-cranial internal carotid artery was noted at the location that the occlusion balloon was inflated. On the angiogram after the third clot retrieval attempt, dye was seen to enter the blood vessel wall. The dissection is suspected to be due to pushing the catheter into the region of vasospasm. Blood flow up the carotid was not impeded by the dissection. The pt did require intravenous anticoagulation for medical management.